Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic prostatectomy, when the surgeon was going to staple the dorsal venous complex, the green button was pressed but the handle could not be squeezed to fire the staples. The device was taken off the tissue, readjusted and tried again to no avail. Another handle and reload was used to complete the case. There was no patient injury.